Event description:
It was reported that some time post port placement, the device was removed due to completion of chemotherapy treatment and upon observation, the catheter was noted to be broken intravascular. It was further reported that the distal catheter segment was removed using a snare. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation issues and the identified wear and deformation issues, as two circumferential splits were noted approximately 0.8 cm and 7.9 cm from the proximal end of the catheter segment. Both longitudinal splits appeared to be non-uniform. The edges of the proximal circumferential split were noted to be jagged. Both edges of the distal circumferential split were observed to be rounded and smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the device was removed due to completion of chemotherapy treatment and upon observation, the catheter was noted to be broken intravascular and had migrated internally. It was further reported that the distal catheter segment was removed using a snare. The patient was reported to be in a stable condition.